Event description:
During a customer visit in (B)(6) 2019, the user reported the implant of a trifecta valve (unk size/sn) on an unknown day, which was explanted at an unknown point in time. Per report, the hospital did not retain the product. Additional information has been requested.

Manufacturer narrative:
An event of valvular explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a customer visit in january 2019 the user reported the implant of a trifecta valve (unk size/sn) on an unknown day, which was explanted at an unknown point in time. Per report, the hospital did not retain the product. Additional information has been requested, but was unavailable.